Event description:
On october 1, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on october 11, 2018. The patient reported that the alleged error message first appeared on (B)(6) 2018 at 5pm. It was unable to be confirmed if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes managements routine when he was unable to obtain a blood glucose result due to the error message appearing. The patient reported that an unspecified time after the alleged issue started, he developed a symptom of feeling ¿dizzy". During the follow up call, the patient claimed he required treatment from his wife for his symptom but was unable to specify the treatment received. At the time of troubleshooting, the customer service representative (csr) noted the subject meter was not being used for the first time. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received third party intervention for a possible acute blood glucose excursion after he was unable to test due to the alleged error message issue. The subject meter could not be ruled out as a cause or contributor to the event.